Event description:
Plaintiff alleges that as a result of his direct and indirect exposure to allegiance's products, he has developed an allergy to latex and its components. As a result thereof, plaintiff alleges that he sustained general and special damages. Plaintiff's wife, alleges she has lost the society, consortium, and services of her spouse and has suffered an economic loss.